Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis indicated the results conformed according to regulation. An evaluation was performed and it was discovered, the insulation resistance value at distal end did not meet the standard value due to a crack on plastic distal end cover, the adhesive on the bending section had a crack, the bending angle in down direction did not meet the standard value due to wear of angle wire. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, microbiological findings for the evis exera iii colonovideoscope. Upon inspection and testing of the returned device, it was discovered this condition was caused by insufficient cleaning and endoscope damage. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (please see b5), results of third party testing (please see b6) and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cds practices of the subject device where the detergent used for pre-cleaning is sekusept active. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channels, and flushing of the air/water and auxiliary water channels. The device is manually processed with an racoon (cle1-c2-50-18-230) model cleaning brush and sekusept active detergent. The device is processed in a etd-double automated endoscope reprocessor (aer) with endodet detergent and endodis disinfectant. The device is stored in a edc-plus drying cabinet. Olympus is the maintenance provider of the subject device.